Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device had lines on the display and clinical info was unable to be read. Complainant indicated that there was no pt involvement in the reported malfunction.